Event description:
A supplemental report is being submitted due to the completion of the investigation on 16-jan-2025.

Manufacturer narrative:
PMA/510(k)#: k210476. Device evaluation: 1 unit of lot number: c1994185 of echo-hd-19-c was returned for evaluation. The device related to this occurrence underwent a laboratory evaluation on 29th of august 2024. Visual inspection: device returned with distal end of needle not inserted fully into sheath. Distal end of needle examined, and no issue observed. Stylet examined and no issue observed. Functional inspection: sheath extender able to advance and retract without issue. Needle able to advance and retract without issue but needle does not move. Stylet removed from device without issue. Stylet re-inserted into device without issue. Needle removed from device and break observed below sheath extender. Manufacturing records: prior to distribution, all echo-hd-19-c devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for echo-hd-19-c of lot number: c1994185 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label: the notes section of the instructions for use, ifu0077 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿ and ¿ensure the stylet is fully inserted when advancing the needle into the biopsy site¿. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0077). Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to positioning of the device within the scope or the device possibly being held at an angle when trying to advance the needle, it might have triggered the need for additional force during needle advancement that could have potentially led to the needle break below sheath extender which would in turn have led to the issue with needle retraction reported. Summary: complaint is confirmed based on visual and/or functional inspection. According to the initial reporter, the patient did not require any additional procedures due to this occurrence. Complaints of this nature will continue to be monitored for similar events.

Event description:
User opened the package and advanced the device through endoscopic ultrasonography to lesion area, user then adjusted the needle length and completed the biopsy and the handle back to "0" position, but found out the needle cannot be retracted into sheath. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. 1. Are images of the device or procedure available? No. 2. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? No. 3. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No. 4. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? No. 5. If the device is a procore needle, is the device damage located at the notch / core trap? No. If no, please specify where the damage is located: procore. 6. Please describe the location in the body for the intended target site (pancreas, stomach, lungs etc.). Retroperitoneal lymph nodes. A. If the lungs, which lymph node was being targeted? E.g. 2r, 2l, 4r, ao, ar, 11ri, 11s, etc. B. 2r, 2l, 4r, ao, ar, 11ri, 11s. 7. Please describe the size of the intended target site. No information provided. 8. If not with the device in question, how was the procedure performed and/or finished? With another new device to complete the procedure. 9. Was the device used in a tortuous position? No. 10. Are images of the device or procedure available? No. 11. Was it damaged in packaging before removal? No. 12. Was it damaged on removal from packaging? No. 13. Was force required to remove the device? No. For complaints occurring during use (once in contact with endoscope) also ask. 14. What is the endoscope manufacturer and model number that was used? Olympus. 15. Was force required on insertion of device into scope? No. 16. When was the issued noted? E.g. On advancement of the sheath/needle or on needle retraction? Needle retraction. 17. Was difficulty experienced while retracting the needle? Needle cannot be retracted. 18. Was the syringe used during the procedure, after the stylet was removed? Yes. 19. Was the needle able to be fully retracted before removing from the patient? No. 20. Was gaining access to the targeted site difficult? No. 21. Was the endoscope in a flexed or twisted position at any time during the procedure? No. 22. Was needle penetration of the targeted site difficult? No. 23. Was the stylet partially removed prior to advancement of needle? No. 24. How many biopsies/passes were obtained with use of this needle? 1. 25. Did any section of the device detach inside the patient? No. 26. If kinked below the sheath extender, did they notice the kink before placing the device into the scope? No. 27. Was there difficulty or slipping experienced of the sheath extender or lock ring during use? No. 28. Was there difficulty in attachment / detachment of the leur to the scope? No. 29. If the device is procore and it is kinked distally, is the kink at the notch / core trap? No. Procore. 30. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? No. 31. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? No. 32. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? No. 33. If an ebus procedure did the needle tip hit the cartilage rings of the trachea? No information provided. Ebus.

Manufacturer narrative:
PMA/510(k)#: k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.